Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely foreign material was found in the forceps channel due to inappropriate or inadequate reprocessing method or handling. However, a definitive root cause could not be determined. The reported issues (switch issues, suspected connector corrosion and water invasion) were confirmed. It was observed the switch button #1, and the switch button #3 were not working. The scope connector and the electrical connector contacts were found to be corroded due to water invasion in the device. In addition, service found the image was not displayed due to damaged image pickup unit, there was dirt on the tip cover, there was a leakage due to holes in the forceps channel, the bending angle was out of specification due to wear of the angulation wire, there was play in the angulation knob due to wear of the angulation wire, there was water invasion in the light guide bundle, the forceps could not be smoothly inserted into the forceps channel, the insertion tube was crushed, and wrinkled, the control section was corroded, the adhesive on the bending section cover was chipped, the air/water supply nozzle was dirty, the adhesive on the light guide lens was peeled off, the suction cylinder was difficult to be removed, there was a leakage from the universal cord, the universal cord was wrinkled, the scope ID was not displayed, and there was water invasion in the light guide cover glass. Scratches were observed on the control section, the switch box, the right left angulation knob, the universal cord, the scope connector, and the control section cover due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting issues with the switch and there was water invasion in the device. The customer also reported suspecting corrosion of the connector part. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign material in forceps channel). Additional details were requested regarding the reported event; however, no further information was available.